Manufacturer narrative:
The technician stated that he spoke with the facilities biomed and would not elaborate further on the alleged incident. The biomed stated they repaired the foot section linkage and placed the bed back into service. The hill-rom technician was not given access to the bed. No parts were ordered by the facility for the bed's repair. The facility indicates the release lever was bent into the released position, contacting the side of the foot section.

Event description:
The risk manager alleged a pt was getting into bed after washing her hands and the bottom of bed (removable end) collapsed and the pt fell to floor. The charge nurse was notified and assisted the pt to a chair. The right elbow and right knee were the areas of impact, no apparent injury noted. Ob physician was notified. Vitals were taken and pt given counsel/support. Bed removed from room, and new bed ordered. Pt is to have a physician evaluation. Pt declined ice to affected areas.